Manufacturer narrative:
D10: (B)(6), 300-30-11 - equinoxe preserve stem 11mm, (B)(6), 320-06-42 - glenosphere 42mm, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-42-00 - 145-deg pe 42mm hum liner +0, (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit, the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 4 years and 3 months post the initial left shoulder arthroplasty, the patient complained of pain. It is the rep's understanding that the patient fell. A burr was used to osteotomize the humerus to remove the stem. The humeral adapter tray was broken. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.